Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer did not report resetting the pump for this malfunction prior to contact, but cts provided pump reset information and assisted with the reset. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump, with advice to call back if any further malfunctions occur.